Event description:
It was reported to boston scientific corporation that an uncovered 10 x 80 wallstent rx biliary endoprostheses was implanted within the common bile duct of a cancer patient. According to the complainant, the patient's anatomy was not tortuous. The stent was implanted within a four centimeter bile duct stricture. It was reported that a cholangiogram was used to measure the size of the stricture. On (B)(6) 2010 approximately six months after stent implantation, the patient presented with cholangitis. At this time it was discovered that the stent had occluded, due to tumor ingrowth. A second wallstent was attempted to be placed within the occluded stent, however the stent could not be deployed. Another uncovered wallstent rx biliary endoprostheses was successfully implanted within the occluded stent. It was reported that the patient received antibiotics, and the cholangitis has been resolved. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4)- no code available (cholangitis; medical intervention required). A visual, or functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. Stent obstruction secondary to tumor ingrowth through the stent and cholangitis are listed in the dfu for this product as potential adverse events related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.